Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and high impedance readings were discovered on the first and fifth contacts of the lead located in the lumbar area. Therefore, the patient underwent a revision procedure during which the lead was explanted and replaced. The patient has recovered postoperatively and has been discharged from the hospital.

Manufacturer narrative:
Device analysis performed on the returned lead revealed that it was bent/kinked near the set screw mark of the clik anchor and all cables were completely broken at the fracture location. Laboratory analysis determined that the lead became bent/kinked at the exit point of the clik anchor, exposing the bent location to excessive mechanical force that caused the cables to fracture at the anchor point. Based on all available information, engineers concluded that the high impedance measurements resulting in inadequate stimulation were caused by the lead fracture.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and high impedance readings were discovered on the first and fifth contacts of the lead located in the lumbar area. Therefore, the patient underwent a revision procedure during which the lead was explanted and replaced. The patient has recovered postoperatively and has been discharged from the hospital.